Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened back to the call. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, afternoon¿. Prior to this, on ¿(B)(6) 2015¿ she reported she had been experiencing symptoms of ¿headaches, vomiting and nausea¿. The patient detailed that she visited her doctor on¿(B)(6) 2015, afternoon¿ and obtained an alleged inaccurate high blood glucose result of ¿221mg/dl¿ on the subject meter compared to ¿156mg/dl¿ on the doctor¿s meter, performed within 30 minutes of each other. The patient manages her diabetes with oral medication (metformin, januvia and invokana) diet and exercise and had increased her medications as a result of the alleged inaccurate high readings. The patient reported that on ¿(B)(6) 2015, during the doctor¿s visit she had her medication dose doubled and was recommended to order a new meter. During troubleshooting, it was established that the patient¿s test strips had been stored correctly and within their expiry date, the test strip vial was not cracked or broken, the meter was set to the correct unit of measure , the correct testing steps were carried out and the results taken from an approved sample site. The cca was unable to walk the patient through a control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.